Manufacturer narrative:
The device was returned to mmdg for evaluation, during the investigation the pump was found to be over infusing by a rate mmdg considers reportable. Worn mechanism fingers have been identified as causing the pump failure in laboratory performance and during investigation testing. The mechanism will be replaced per customer request to address customer complaint.

Event description:
Pump was received from moog laboratory with a report of under infusion during repeated test runs. This occurred during testing, no patient was involved. (B)(4).